Event description:
(B)(4): pt diagnosed with peritonitis, septic infection and ultimately died. Something should have been done sooner. Of note: it was learned that the pt had an event of peritonitis in 2009. Reportedly for that event, the pt came into the clinic on (B)(6) 2009. The pt had reported having some abdomen pain and cloudy effluent on the previous day. It was documented that slight cloudiness was noted and that currently the pt denied pain. Cultures were obtained and the pt was treated with antibiotics. Additionally, aseptic technique was reviewed and demonstrated. Additionally, there is no mention of any sort of problem associated with this product. Then on (B)(6) 2009, it was noted that the catheter exit site was clean and infection free. It was also reported that the pt recovered from this incident and continued his peritoneal dialysis as prescribed. The pt did have an episode on (B)(6) 2009 of where he was noted to feel dizzy. It appears to be cardiac related. It was learned that the pt was eventually admitted to a skilled long term care facility on (B)(6) 2010. It was reported that the pt continued peritoneal dialysis, however, a different brand of peritoneal dialysis treatment was used. It was learned that the subject died on (B)(6) 2010. Attempts have been made for additional info. However, to date no further info has been made available. There is no sample and the lot is unk. It appears that the pt was not using this product at the time of his death. The initial reporter of this event was contacted for info, but declined to report any info. It is not known if the pt had peritonitis at the time of his death. The actual cause of the subjects death is unk.

Manufacturer narrative:
(B)(6); (B)(4)..